Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the perclose prostyle instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported venous closure of the right common femoral vein was successfully performed with the suture of a prostyle device via a 7f sheath hole after an interventional ablation on (B)(6) 2021. The patient returned for follow up on (B)(6) and swelling was noted on the right leg. On (B)(6) an echo test was performed and showed intramural thrombus/deep vein thrombus (dvt). Elastic stockings were applied to the patient. No other treatment was done. The swelling in the right leg could possibly be caused due to dvt. The relationship between the prostyle suture and the swelling and dvt cannot be ruled out. The patient has now recovered. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.